Event description:
This lead was removed and replaced because it was fractured and could not capture. There are no adverse events reported for this pt. The hospital retained this device. Should add¿l info become available this file will be updated.